Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syr 3ml 22ga 1-1/4in jpk/sil no assy ndl label content was missing. The following information was provided by the initial reporter translated from spanish to english: during the packaging of solution for injection batch 24061942 the following was detected: 24 unprinted syringe packings. Additional information received. - would you be so kind as to confirm if the 24 units were identified in the same box? Is this correct? - are samples related to the incident available for analysis? If yes, please indicate the quantity. All (B)(4) pieces - for sample collection, please inform customer shared information and added in attachments.

Manufacturer narrative:
Photos received for investigation. Through visual inspection, label information is missing on the twenty packaged product. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, possible root cause is associated with speed control of the ink pump. Setting an alarm in the printing system to indicate speed control will be implemented.

Event description:
No additional information.